Event description:
Patient passed away during ventilation. Little information shared with hmi technician. An on site evaluation will be scheduled and at that time the log files can be downloaded and passed to ky2help.